Manufacturer narrative:
B2: retention b3: event date is asked, unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the patient had been cathing for 2 years. The caller said the patient had green light therapy for their prostate. The caller said the patient was still retaining fluid. The caller said they saw a nurse practitioner (np) last week. The caller said they changed the program yesterday and since changing the program the patient has only been able to urinate on his own very little. The caller said the patient was retaining 500 ccs. The caller asked how to turn stim off and the agent reviewed the information. The caller was going to the healthcare provider (hcp) tomorrow.